Event description:
It was reported that during a robotic laparoscopic total hysterectomy, during docking of the arm cart assembly (aca) to the port after port placement, the aca number and forceps name were not displayed on the operating room team interface (orti) display. The issue could not be resolved after resetting the brake and laser, redocking the aca, detaching and reattaching the forceps, or moving the instrument drive unit (idu) up and down. The issue was resolved after restarting the aca. There was a delay of approximately 15 minutes. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs for the reported arm cart assembly. Evaluation of the logs indicated that a bipolar fenestrated grasper was recognized as attached to the arm cart assembly and removed several times prior to it being docked. During each instance, an attempt was made to move the instrument drive unit (idu) towards the port while docked. The bipolar fenestrated grasper was not attached and an error code was reported. This occurred again after the brake was reset, the laser was reset to register the arm cart again, the arm cart was docked, and there were several instances of the bipolar fenestrated grasper being attached and removed. It was unable to be determined if the instrument was visible on the operating room team interactive (orti) screen of the tower. Further evaluation noted that an error code was noted, indicating that the arm placement for arm cart 1 was not confirmed. The absence of arm placement confirmation is consistent with the failure to display the instrument name and arm cart on the orti. Evaluation of the arm cart assembly confirmed the reported condition. The root cause of the observed issue was that it is likely that the system was not used as intended, which may have caused or contributed to the reported incident. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic total hysterectomy, during docking of the arm cart assembly (aca) to the port after port placement, the aca number and forceps name were not displayed on the operating room team interface (orti) display of the tower. The issue could not be resolved after resetting the brake and laser, redocking the aca, detaching and reattaching the forceps, or moving the instrument drive unit (idu) up and down. The issue was resolved after restarting the aca. There was a delay of approximately 15 minutes. There was no patient injury.